Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces or inside battery tube or electronic assembly or missing segments or partial display noted during testing. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and had partial display. Customer¿s blood glucose level was 98 mg/dl. Customer stated that the home screen did not appeared on the display. Customer stated that the o-ring was in place and it was free of debris. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.